Event description:
It was reported that the anesthesia system failed the pressure transducer test and the safety valve test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information stated that no visit at the hospital was made since the device was functioning properly and that the anesthesia system was in use and was therefore not accessible. The requested device logs have not been possible to obtain. With the limited amount of information, we have not been able to determine the true cause of the reported issue. The d4 unique identifier (UDI) # has been updated to (B)(4).

Event description:
Manufacturer's reference number: (B)(4).